Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported that they had a rash. The rash was reported to be under the front and one of the rear therapy electrode pads and about the size of the pad. The patient went to a doctor who told the patient it was a bacterial infection. The patient's mother reported that the doctor prescribed a topical ointment and an antibiotic to the patient. During a follow up on (B)(6) 2015, the patient's mother reported that the rash was getting better but not completely gone. She reported they were continuing to use the antibiotic and topical ointment prescribed by the doctor.